Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient¿s father stated that the patient had a seizure and during this time the cgm was displaying 78 mg/dl. He stated that the receiver did not alarm due to the inaccurate readings, as he checked a finger stick and the bg meter displayed 43 mg/dl. The father took the patient to the hospital. The patient was immediately given baqsimi by the doctor. The patient stayed in the hospital for 6 hours, was released to go home the same day, and was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.